Manufacturer narrative:
The returned device was evaluated and the device was received in the not deployed position. The downloaded data shows the device completed 22 first prime pulses and was deactivated at 32 pulses. A rotational sensor malfunction was produced as a false open reading was observed in the data. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun reproduced the rotational sensor malfunction.scratches were observed on the commutator cap and can be confirmed as the cause of the rotational sensor malfunction and the cause of the failure of the needle mechanism to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pods pink slide had not moved forward. The pod was not worn.